Event description:
The customer reported there was no image and the screen was grainy. This rendered the system unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.